Event description:
The surgeon was implanting cage on tlif l4-l5, a piece from the corner of the cage broke off. The remaining piece of cage securely was implanted in patient, md assessed and felt confident the implanted part of the cage was safe to remain in the patient. Surgery continued without issue. FDA safety report ID # (B)(4).